Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, implanted: (B)(6) 2013. 5086mri52, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there was stimulation from the left ventricular (lv) lead that could not be programmed around. Reprogramming was attempted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was subsequently explanted and replaced.